Event description:
It was reported that the balloon ruptured during stent deployment and a dissection was noted distal to the implanted stent. Another stent was used to successfully treat the dissection.